Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a facility representative via (B)(4) that (qty. 2) of an ar-13999mf fastpass scorpions did not close down on the tissue. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection noted that the device jaws do not close entirely. Functional testing found that the top jaw did not close entirely when the finger was activated. The cause of the reported failure is an internal manufacturing issue, addressed through CAPA.